Event description:
Surgeon reported that a pt being treated for a metacarpel fracture had an lc-dcp plate implanted in 2005. Plate was confirmed by x-ray 3 months later to be broken as a result of a large mug falling on pt's wrist. The plate and concomitant screws were explanted 2 months later. Since fracture was partially fused, the surgeon selected a slightly larger plate, 3.5 dcp plate, to implant.